Manufacturer narrative:
The patient reported that they weigh (B)(6). The patient reported that the events have occurred over the "last 2 years" and the exact event dates are unknown.

Event description:
Additional information was received regarding the reported incident. The patient reported the cannula of the cleo® 90 infusion set detached from the site and remained in the patient skin. The patient reported that they attempted to remove the cannula from their body; however, they were unable to. The patient stated that they spoke to their endocrinologist regarding the reported incident. It was reported that the patient did not receive any additional medical treatment due to the reported event. According to the patient, the incident was unresolved.

Manufacturer narrative:
Please note: the patient reported that they weigh between 178lbs - 180lbs the patient reported that the events have occurred over the "last 2 years" and the exact event dates are unknown.

Event description:
Additional information was received regarding the reported incident. The patient reported the cannula of the cleo® 90 infusion set detached from the site and remained in the patient skin. The patient reported that they attempted to remove the cannula from their body; however, they were unable to. The patient stated that they spoke to their endocrinologist regarding the reported incident. It was reported that the patient did not receive any additional medical treatment due to the reported event. According to the patient the incident was unresolved.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set had broken off and detached inside the patient's body under his skin. The site was located in the patient's left leg, one foot away from his waist. The patient's blood sugar levels rose between 340-350mg/dl due to the event. The patient noted that he was very active and very lean and wore loose fitting jeans that do not tug on the device. The infusion set was replaced with a new one. No permanent injury was reported.